Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex st150, the access line was observed to be disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture could not confirm any defect. The reported condition of use error is considered confirmed base on customer report. Should additional relevant information become available, a supplemental report will be submitted.